Event description:
Medics responded to a cardiac call, reportedly when an attempt was made to pace the patient, pacing could not be turned on and the device displayed connect electrodes. The device was powered off and back on and the electrode connection checked in an unsuccessful attempt to start pacing. The patient was not resuscitated. The reporter stated that the alleged malfunction did not cause or contribute to the patient's death, based on an assessment of the patient's lack of viability.